Manufacturer narrative:
Correction (g1) - contact office address: (B)(6). A batch record review was conducted with no non-conformances. No other complaints have been raised against the product manufactured after the date of this work order of a similar nature. The contamination detected in this product is deemed to be an isolated incident. No samples were received for inspection. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1049092.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported a hair was observed in the sealed package. A photograph depicting the reported complaint issue was provided by the complainant.